Event description:
A nurse reported that the vitreous cutter would not cut at high speed during surgery. The case was completed with the cutter speed at 2500 cpm. There was no harm to the patient. Additional information has been requested but not received.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).